Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer was assisted with blank display troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was neither dropped nor exposed to moisture. The customer also stated that the battery cap, compartment, and springs were not damaged. The customer was instructed to insert a new battery, but the display did not return. Troubleshooting did not resolve the issue. Troubleshooting for pump exposed to fluid was also performed as the insulin pump was submerged in water momentarily. The display went immediately blank exposure to the moisture. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. We were unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. The insulin pump was received with scratched case, broken belt clip rails, pillowing keypad overlay, and minor scratched lcd window.